Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The aortic body stent graft was successfully deployed. Upon withdrawal of the delivery system, the nosecone was reportedly not fully reseated with the delivery system outer sheath per the instructions in the device IFU, and caught on the suture of the closure device. The delivery system was removed with resultant vessel trauma and blood loss, leading to surgical cut down to complete the procedure. The patient received a blood for the procedural blood loss of unknown quantity. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
Device remains implanted.